Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an inaccurate glucose readings issue was reported with the adc device. As a result, the customer experienced worsening diabetic control and had a sudden loss of vision in their left eye, requiring treatment of an intravitreal injection from a retinal specialist. The customer reported that inaccurate readings on the adc device may have led to delayed recognition of poor glycemic control, resulting in a serious eye injury. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as no contact information was provided to adc. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and product; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.